Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that at 2 pm, the patient experienced dizzy with shakiness. The dexcom app and omnipod 5 insulin pump (per documentation, in open loop) read low while bg meter showed 350 mg/dl. She called for an ambulance and upon arrival at hospital was given insulin. Sometime after treatment, her bg dropped to 200 from over 300 mg/dl while the egv still showed low6. She told the attending nurse about her condition being dka and she was then brought to ICU where she was given IV fluids and food. She stayed at ICU for 3 days and on 3rd day she felt better. On (B)(6) 2025, the patient was allowed to go home. For home medication, she was given antibiotics, pain reliever and clindamycin phosphate topical cream. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. After treatment, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.